Event description:
On 07/06/2000, the customer ran the axsym bhcg assay. A message was received from the instrument of greater than 1000 miu/ml. An autodilute was performed and sample was run. A result of 3026.78 miu/ml was produced and reported. This result was questioned by the physician. Sample was rerun a third time producing result of 48,502.01 miu/ml. There was no report of impact to the pt.